Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed. The customer stated that the alarm was cleared, but the device had a blank display. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display. Problem isolated to the liquid crystal display board. Further testing was not performed due to the blank display.